Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that a patient underwent involutional lower eyelid entropion procedure on an unknown date between january 2011 to december 2013 and suture was used. The suture was passed through tarsus at the edge of the excised eyelid margin and sutured to the lateral orbital rim in a slightly upward position. Following the procedure the patient possibly experience recurrence of involutional entropion. Additional information has been requested.